Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who was reporting the same issues. They stated their left side was terrible, they could not walk, and their symptoms were getting worse every day. An appointment was scheduled with their doctor on (B)(6) 2019. Refer to manufacturer report #3004209178-2019-07035 for details pertaining to the related reportable event.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient said that when they would lay down they normally fell asleep in one minute, but yesterday they couldn¿t sleep. They had a hard time waking and didn¿t know where they were, it was terrible. They didn¿t think the left side was working properly and they would wake up and have pain on the left side of their chest. They had been so sick. The patient reported no falls or trauma. The patient said it started for quite a few weeks already and confirmed it started in march. They said last night was even worse. The patient said that their feet were freezing and had trouble walking, also for a few weeks. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the left side pain was from neck to legs. About a month ago they had changes to walking and cannot walk at all. They stated they were very cold and it was more severe now. No falls were reported to be related. They went to their doctor but they did not want to see the patient and was not there. The nurse practitioner did not check anything because the patient was anxious.